Manufacturer narrative:
Product event summary: the catheter was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The mechanical operation of the catheter was damaged and partially executed due to peeling/slitting/splitting. The investigator noted that the catheter was partially slit and the internal wire of the catheter was protruding.

Event description:
It was reported that during an implant procedure, unexpected behavior was observed, and the lead "bent and slipped" upon removal of the implant tools. This resulted in damage to the lead and placement difficulty, requiring a second procedure to be planned for an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.